Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the ok, run/stop, (.), number 0, 1, 2, 3, 4, 5, 6, 7, 8, and 9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (e.g. When the setup key is pressed setup followed by the ok key will be displayed). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported a spectrum pump had a keypad with buttons that did not work. It was also reported there was no patient injury.